Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the thyroidectomy procedure, the trivantage tube would never pass the electrode check. It would fail on either 1, 2, ground or return. It is not consistent on which would pass or fail with multiple attempts. A nim 3.0 neuro was used first, then it was swapped out to a nim vital. Both the monitors produced the same result-unable to pass the electrode check which led the surgeon to believe it was a tube issue. The case was continued without nerve monitoring. The procedure was completed with the reported product. There was a procedure delay and it was extended to 10 minutes. There was no injury to the patient.